Manufacturer narrative:
Physio-control evaluated the removed power supply module and determined that the cause of the failure was due to the integrated circuit (ic) chip, designator u1, which caused a field effect transistor (fet), designator q6 to stay on till it burned open its source resistor. The field effect transistor (fet), designator q6 having shorted caused that there was no 12 volt dc output and no battery charge. Physio-control also evaluated the removed battery and observed that the battery would not charge. All three cells in the battery had a balanced 3.78 v. A cause for the battery not charging anymore could not be determined.

Event description:
The customer reported to physio-control that their device powered off when they were monitoring a patient during transport in the hospital. The issue was patient related; however there was no adverse outcome for the patient reported.

Manufacturer narrative:
(B)(4). The device was not returned to physio-control. The hospital's biomedical engineer evaluated the device and observed that the power supply module was burned. He replaced the power supply module. It was observed that with the new power supply module, the device would not charge the battery and the biomedical engineer replaced the battery as well. Proper device operation was then observed through functional and performance testing. Following repair, the device was put back into use.